Manufacturer narrative:
510(k): report is for four (4) unknown locking screws (B)(4) without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2015, a left six (6) hole extraarticular distal humerus plate and four (4) locking screws were explanted from a patient who was experiencing prominent hardware distally and having some discomfort. The date of the original implant is unknown as it was implanted at another hospital location. The hardware is unavailable for return as it was given to the patient. There was no surgical delay and the procedure was completed without incident. This report is for four (4) unknown locking screws. This is report 2 of 2 for (B)(4).